Manufacturer narrative:
The device was returned for investigation and the reported event was reproduced. Investigation found the remove cartridge button permanently active due to blood ingress within the keypad, resulting in involuntary commands. The keypad was replaced, and the device passed all applicable testing.

Event description:
During active perfusion with liver on board, the device was found in stop perfusion without reported alarms or message codes. Perfusion was restarted, and pressures and flows recovered. Review of device data indicated perfusion was stopped for approximately 37 minutes. The liver was ultimately discarded.